Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, (B)(6) was used as a place holder; il was designated as the state.

Event description:
It was reported that bd insyte autoguard needle had retraction issues. The following information was provided by the initial reporter: mat# 381423 lot# 4242427 retraction issues.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4242427. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a patient safety issue could not be confirmed from the nine 22g insyte autoguard devices that were provided for investigation. A visual and microscopic examination revealed no damage or defects on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.